Event description:
The customer called about a reservoir anomaly. The customer stated that when they used the reservoirs from an outside source and a different lot number, the delivery problem ceased. The customer was advised that they will receive replacement disposables and to call back for further assistance.